Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure the patient experienced resistance during withdrawal. Under dsa angiography, catheter rupture was observed, prompting the physician to remove the catheter under dsa guidance and it was also reported that there was difficult to draw blood during maintenance. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one x-ray image was provided for review. The image shows the device having been placed via a right subclavian access. Contrast is being infused. Extravasation of contrast is noted from the catheter of about 3 cm. From its connection with the port. The investigation is confirmed for reported fracture and suction issue, and investigation is inconclusive for the reported difficult to remove as the provided photo was not sufficient to confirm the issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2025, post the procedure the patient experienced resistance during withdrawal. Under dsa angiography, catheter rupture was observed, prompting the physician to remove the catheter under dsa guidance and it was also reported that there was difficult to draw blood during maintenance. There was no reported patient injury.